Manufacturer narrative:
Concomitant: 407452 lead, implanted 2006-(B)(6).

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing and had small p-wave measurements. The lead remains in use. No patient complications have been reported as a result of this event.